Manufacturer narrative:
Block b3: approximated based on gfe response. Additional suspect medical device components involved in the event: model number/catalog number: sc-2352-70. Serial number: (B)(6). Batch/lot number: 7075119. Model/catalog description: linear 3-4 lead 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced inadequate pain relief due to lead migration into the subcutaneous tissue. As a result, the leads replacement procedure was performed. During the same intervention, the implantable pulse generator (ipg) was prophylactically replaced due to a potential risk of infection; however, no infection was confirmed. Postoperatively, pain relief was reestablished following the lead replacement. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.